Event description:
Us complainant reported the patient was on impella rp flex support and there was high purge pressure. Tissue plasma activator was added to the purge. Additionally, the patient had hemolysis. Continuous renal replacement therapy (crrt) was started on support. Furthermore, the patient had bleeding while on support. The location of the bleeding is unknown. One unit of blood products were given to the patient. Heparin was in the purge. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation into high purge pressure, hemolysis, renal failure, and vascular damage - peripheral vessel has been completed. The returned product had biomaterial wrapped around the impeller. The data logs confirm high purge pressure. There was sustained high purge pressure for about 2 hours before it returned to normal levels coinciding with clinical mention of tissue plasma activator (tpa) administration. There were several minor motor current spikes outside p-level changes but there was no ingestion pattern. The root cause of hemolysis was determined to be biomaterial. The root cause of high purge pressure was determined to be biomaterial. The root cause of the vascular damage - peripheral vessel was not determined as insufficient clinical information was provided. Unknown location of bleed. The root cause of renal failure was not determined as insufficient clinical information was provided. B2 outcomes attributed to adverse event missing from manufacturer device report 1220648-2024-20150.